Event description:
The customer reported, "stuck on max dose; won't take pictures." The fse noted, "kvma going to max during exposure." This would result in a loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.